Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream alarm repeats was not reproduced. A review of event history log revealed multiple events of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be upper and lower ultrasonic values out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion repeatedly during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.